Event description:
It was reported that during a percutaneous coronary intervention, the console was unable to display the rpm readout. A rotablator console kit assy ul/csa was selected for rotational atherectomy, it was noted that during procedure the device was unable to reach optimum rotational speed. It was also noted that the console was unable to display the rpm readout. There were no reported patient complications and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).